Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. New information for supplemental medwatch report 001: h6: ventec reached out to the ous testing facility asking if the device will be returned to ventec for an evaluation. The contact person advised, "we don¿t need to repair them for now.". If the device is eventually returned to ventec for an evaluation, a follow-up report will be submitted as defined by 21 cfr 803.56. At this time, however, no further investigation is possible. Additionally, ventec has not been able to confirm the UDI # for this device, therefore section d4, UDI#, remains "unknown.". The device has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There were no reports of patient involvement associated with the reported event. The device is an engineering unit, labeled "not for patient use." It was being used by a ventec supplier, vincent medical, who is located in hong kong for testing. Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered the information for ventec's MDR contact into section e1. Section e1, initial reporter, of this initial medwatch report should state: reporter first name: (B)(6) reporter country: hkg.